Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator cannot defibrillate. There was no patient involvement.

Manufacturer narrative:
One therapy pca was returned for failure analysis. The reported problem was verified. The pca failed ¿lv inhibit rfu¿ test.